Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when attempting to reprogram the lead configuration, loss of capture was observed on the rv lead. The lead remained programmed to its original settings. The patient will continue to be monitored.